Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber metal cap was loose and broken after 80,125 joules and 25 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cap/tip dent-like fracture likely occurred to due to excessive cap wear during the procedure. Cap wear may accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and potentially lead to cap/tip fracture. Based on the observed glass cap fracture, the reported event is confirmed. The interaction between the user and device, caused or contributed to the reported event/fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis exhibits a cap/tip dent-like fracture and the glass cap exhibits severe devitrification. The fiber was functionally tested with helium-neon (he-ne) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: a conclusion code of unintended use error caused or contributed to event was assigned to this event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cap/tip dent-like fracture likely occurred to due to excessive cap wear during the procedure. Cap wear may accelerated due to heat accumulation caused by inadvertent anatomical/procedural factors, such as prolonged tissue contacts or technique, which would limit the performance of the fiber and potentially lead to cap/tip fracture. Based on the observed glass cap fracture, the reported event is confirmed. The interaction between the user and device, caused or contributed to the reported event/fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR): a review of the DHR confirmed that the device met all material, assembly, and performance specification. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis exhibits a cap/tip dent-like fracture and the glass cap exhibits severe devitrification. The fiber was functionally tested with helium-neon (he-ne) laser fixture. The testing conducted did not identify any signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: a conclusion code of unintended use error caused or contributed to event was assigned to this event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber glass cap was loose and broken after 80,125 joules and 25 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber metal cap was loose and broken after 80,125 joules and 25 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber without clinical consequences to the patient.